Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using an unspecified balloon. The device was prepared and the procedure was paused approximately for about 40 minutes for the arrival of additional physician. The valve was unloaded from the ds and stored in normal saline for approximately 15 minutes, and it was reloaded for the procedure. During the procedure, it was unable to cross the aortic valve annulus after three attempts. On the fourth attempt, it was again unable to be crossed; therefore, it was recaptured then the nosecone was not fully encapsulated to the valve capsule and removed from the patient's anatomy. Upon inspection, one of the leaflets was found to be visibly damaged and desiccated despite the saline contact. Leaflet integrity was confirmed as compromised via leaflet tester. A new 27mm, navitor vision valve was selected for implant using a new flexnav ds. The patient's current health status is unknown. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.